Event description:
Add'l info rec'd from MFR 05/12/04: ross has received two letters requesting info on the same event. The first was dated march 29, 2004 and the second was dated april 20, 2004. Both letters requested lab eval of the subject device. Ross had been unsuccessful in getting the subject device returned for eval despite several attempts. Ross will continue to pursue the matter with the facility, and will provide the requested info thereafter.

Event description:
Pt with tube feedings at 10 cc/hr per orders via flexiflo enteral feeding pump. Discovered too much feeding empty from container. Pump noted to still be reading 10 cc/hr. On closer inspection, inches from rate window, the nurse noted a number 1 -in the hundred's digit- which was difficult to see. This in effect made the rate actually 110 cc/hr for approx 8 1/2 hours.